Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2019-jun-05. It was reported that the pump was refilled on (B)(6) 2019. They extracted 1 ml out of the pump so it wasn't actually empty. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the personal therapy manager (ptm) had an error code 8286 (empty reservoir). The patient¿s bolus requests were being denied due to the 8286 code on the ptm. The patient was not due for a refill until (B)(6) 2019 and has not missed a refill. The patient had an appointment in (B)(6) on (B)(6) 2019. No symptoms were reported. The patient was directed to follow up with the hcp to have the pump refilled. No further complications were reported.